Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 syringe 5ml ll bns experienced defective/damaged stoppers. The following information was provided by the initial reporter: deformed stopper ¿ 6 syringes. Defect syringes were found during packaging, at the end of each batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10. H6: investigation summary: seven loose 5ml syringes were received and evaluated. Six of the syringes had a portion of the stopper wedged between the plunger rod and barrel wall. One syringe had small portions of grad line missing and a large portion of the "3" missing, which was rejectable per product specification. Potential root cause for the distorted stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 7268998 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 6 syringe 5ml ll bns experienced defective/damaged stoppers. The following information was provided by the initial reporter: deformed stopper ¿ 6 syringes. Defect syringes were found during packaging, at the end of each batch.